Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that there was no change in their activity that might have caused the implant site to be warm. They did not know why it was getting warm where the battery was located. The patient indicated they had ordered a new recharging magnet part and it was helping very much and the implant site warmth during recharging, "jolt", soreness and pain had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and complex reg pain syndrome type I. It was reported that for about a month, the implant site felt warm when recharging and recharger antenna felt warm. It was stated that the antenna was damaged. The patient (pt) stated that the implant site was sore about 2 days after recharging and the site hurt even when sitting. The pt reported that they were in a car accident on (B)(6) 2017. The car got bumped and pt felt a little " jolt" in the parking lot and the pt went to ER. The pt stated that the ER doctor felt around the implant site but that was it, no x-ray or anything and the pt was unsure if the recharging issue was related. The pt was redirected to their health care professional (hcp) to check on the reason for the implant site warmth. It was mentioned that the pt did not have a managing hcp but they were not sure if their implanting hcp was still there. The patient was transferred to repair and the antenna was replaced. No further complications were reported.